Event description:
It was reported that on (B)(6) 2025 the fe reported that vta hardware was loose. A field engineer examined the equipment and found broken bolts loose on the vta assembly. The vta bolts were replaced and all necessary calibrations were performed. The system met the manufacturer´s specifications. No patient or staff injury reported.

Manufacturer narrative:
An investigation was completed: on 2/14/2025, it was reported that the system had a broken vta bolt. The field engineer (fe) replaced the vta assembly to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta was on the system for 3,136 days and was not returned for further investigation. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) was performed and no additional complaints related to loose vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies related to the vta assembly. The vta was installed on this gantry with no issues noted. System product code: sdm-05000-3d3, serial number: (B)(6), manufacture date: 06-09-2016, system installation date: (B)(6) 2016, unique device identifier (UDI): (B)(4).